Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (2,000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017, a potential/suspected pocket fill of approximately 20 ml of 2,000 mcg/ml baclofen occurred. The hcp wanted to know how fast the patient may have symptoms, and stated the patient was going to be admitted for observation. The patient moved during the refill, and the hcp thought the needle may have pulled out at that point. There were no reported symptoms. No complications were reported or anticipated.